Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 10 infusion sets was fell off during use since 1-nov-2024 event. The infusion set was in use for 8 hours.the blood glucose level was 107 mg/dl at the time of event. Patient replaced infusion set and resumed insulin successfully. No further information available.